Manufacturer narrative:
Correction: the device was returned to manufacturer on (B)(6), 2012; not (B)(6), 2011 as previously reported.this report is filed (B)(6), 2012.

Event description:
Per the clinic, the patient reportedly lost connection to the internal device. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).